Event description:
Reporting status: serious injury/ required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the pt underwent stenting of the pre-dilated mid lad with a xience v stent and the pre-dilated proximal lad with a vision stent. At an unk time in 2008, the pt experienced chest pain. The pt was hospitalized on an unk date and coronary angiography was performed which revealed >=70% and <100% stenosis within the mid lad. This was treated via implantation of a xience v stent the following year. There is no additional information available.

Manufacturer narrative:
Stenosis and angina are known adverse events associated with coronary stenting as noted in the xience v instructions for use (IFU). These pt effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. These pt effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina is a secondary effect of the stenosis, in which the pt was reportedly hospitalized and treated successfully with implantation of a xience v stent.